Event description:
It was reported by distributor that there was damage to packaging and seal was incomplete with package side cut. The notification was received from hospital. The product was not used. Photographs depicting the issue was received from the complainant.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary batch record review: the lot 2k03536 was manufactured on 31/oct/2022, bodolay manufacturing line, with a total of 10,800 market units. Complaint investigator performed a batch record review on 27/sep/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material 1704769 and manufacturing order 1654114. The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: there were photographs associated with this case and in these, the reported defect can be confirmed. Investigation summary root cause (s): as a result of the investigation, in which the multidisciplinary team performed a 5why exercise to identify the root causes related with this defect, it was identified the following: -an evaluation was carried out during the sealing and packaging process in bodolay line and it was observed when the dressing are out of the center of packaging material, get in contact with sealing area, the plates get dirty, hindering the heat transference of the current pieces sealing and the following cycles causing incomplete sealing. -current vision system scope it can identify the following defects, loss dressing, trapped in the seal, empty blister, double dressing, cut dressing, red tape. The opportunity is related to upgrade the current vision system to ensure the capture of channel and open seal during manufacturing production. The investigation associated with related event was approved and complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.